Event description:
It was reported that the user experienced a scan error when attempting to scan a freestyle libre 3 plus sensor with the phone while setting up the ilet, and the agent identified that the sensor had already been scanned successfully with the freestyle libre app, which prevents use with the ilet. No adverse clinical symptoms reported. Outcomes included education that a sensor already activated by the freestyle libre app cannot be paired to the ilet, guidance to source a new sensor, and activation of bg run mode for interim management. User support included customer interview and troubleshooting guidance. Investigation of this case revealed that the sensor was in use by another device, consistent with use error and external interference rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and user-device pairing limitations.

Manufacturer narrative:
Initial.